Manufacturer narrative:
The device was sent to an independent testing laboratory for microbiological testing, and the results returned negative. The device was subsequently returned to olympus for evaluation. The instrument channel was inspected and black stains, kinks and tear marks were noted on the channel wall near the distal end. There was evidence of corrosion and residue noted on the biopsy port and the biopsy port outer ring was missing. The evaluation also noted a stain on the image due to a damaged objective lens, and a cracked distal end cover. There were non-olympus repairs noted on the insertion tube, light guide tube, electrical connector, bending section cover, and bending section cover glue. As part of the investigation into this report, an olympus endoscopy support specialist (ess) visited the user facility to assess the reprocessing practices being employed and found no major issues. The exact cause of the patient's outcome could not be conclusively determined. The most likely cause is due to the device was not reprocessed appropriately, or the patients were infected by other sources than the endoscopy procedure.

Event description:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this MDR to separately account for each of the seven patients involved in this event. The user facility reported that seven patient samples tested positive for stenotrophomonas maltophilia. The culture testing took place from july to september, 2011. Four of the seven patients underwent a bronchoscopy, and the current status of the patient is unknown. Please cross reference MFR. Report numbers: 8010047-2011-00249, 8010047-2011-00250, 8010047-2011-00251, 8010047-2011-00252, 2951238-2016-00130, and 2951238-2016-00131 to account for the seven patients as referenced in the original report. The following four reports will be supplemented to cross reference the seven associated infection complaints: 8010047-2011-00249, 8010047-2011-00250, 8010047-2011-00251, and 8010047-2011-00252.